Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided application support manager (asm) was at the site providing surgery support when the incident occurred and reported having explained to surgeon that expanding the pupil is not a training message and that by doing so she¿ll be overriding the safety zones and cause potential risks. After rescanning the eye, asm discussed surface adjustment options with surgeon who utilized the 2.5 mm posterior lens button. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that patient moved several times during the visualization/customization phase. System reported error message "modification required message of capsulotomy intersects iris¿ pupil size read 4.9mm. The surgeon selected pupil maximized and got a 3.8mm capsulotomy. The operator asked surgeon if she wanted to stretch the pupil and adjustment was made to pupil getting a 4.3 capsulotomy size. While reviewing the surface map of posterior lens they claimed it was difficult to discern the accuracy of posterior lens detection, lens thickness read 5.6mm. In the operating room (or) surgeon commented the ¿capsulotomy was good¿. While removing the crystalline lens, surgeon experienced a tear in the posterior capsule. Surgeon reported ¿ the capsulotomy was good; I don¿t believe it was the laser¿. Surgeon performed a vitrectomy and left the patient aphakic. No additional information was provided.